Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cec assessed mi as a non q wave mi (target vessel), 3rd udmi peri pci in the lad. Safety assessed the event as possibly related to the device and not related to antiplatelet medication.

Manufacturer narrative:
The patient has a medical history of hypertension, hyperlipidemia, and diabetes. The index procedure was prompted by a positive functional study. During the index procedure three resolute onyx des were implanted in the lad, 1st obtuse marginal and cx. The cec adjudicated mi occurred the same day as index procedure. Cec commented marked slow flow in septal branch and also adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.